Manufacturer narrative:
It was determined that the screw was extended beyond the recommend limit causing the screw to break. This product was discontinued april 1, 2005.

Event description:
The user facility was treating a pt and reported the CT scan showed the left anterior hrs (l) appeared bent. The screw broke at the final beam of the scan. No pt injury was reported.